Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen, according to the reporter, on (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, burning, rash, redness and pimples underneath sensor pod area only. The reaction was treated with a prescription of an oral antibiotic. No photo was provided. The area was prepared with alcohol before placing the sensor on the body. At the time of the report the patient was ok. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.